Event description:
It was reported that when using the bd pyxis¿ medbank tower the issue button was not there on medication issue. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue button had not been available on the medication issue screen, which prevented the customer from proceeding with the request. A technical support specialist (tss) had the user log out of the account and sign back in. The user then attempted to issue the medication again, and this time it worked the medication was successfully issued. The system functioned as intended after the technical support specialist troubleshot the device.